Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was presented to the clinic with phrenic nerve stimulation and a loss of capture on the left ventricular (lv) lead. Diagnostic imaging revealed the lv lead had become dislodged due to twiddler's syndrome. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.